Event description:
It was reported that the patient with this device had exhibited infection, a lead extraction was considered. All available information indicates that as of this time, the device with this right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).